Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Reportedly, the customer reverted to manual injections for insulin therapy. There was no reported adverse impact on customer's blood glucose level.